Manufacturer narrative:
On (B)(6) 2015 a medtronic representative, following-up at the site, reported delay in surgery was 2 hours. The surgeon was working on levels t11, t12, l2, l3. Inaccuracy in screw placement was at least 15-20 degrees medial to where it should have been. Navigation was abandoned. L2 and l3 on the patients left seemed to greatest (which happened to be closest to the reference frame). Just prior to patient departing the room they were experiencing deficits in toes and rectum. Surgeon did switch to open procedure with fluoro. On (B)(6) 2015 a medtronic representative, following-up on the patient, reported speaking to the resident about the patient and it sounds like the patient is moving her toes and has rectal tone. A second medtronic representative checked out the navigation system and the imaging system and reported that everything was working correctly and the accuracy of the imaging system was spot on. The percutaneous spine frame looked good and also worked fine. System performed as intended. This leads me to believe the spine frame was bumped before the last screw was put in. On 10/20/2015 software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated. On 10/23/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a t11-l2 spinal fusion procedure, using a percutaneous pin imaging system, the surgeon deemed being accurate, however, when taking the post-op spin, the surgeon alleged that 2 of the screws were inaccurate. The surgeon was unsure which levels were misplaced and by how much and in which direction. The surgeon used fluoro to adjust the screw placement. Procedure continued as a minimally invasive surgery (mis). Delay in therapy was two hours before continuing. The surgeon opted to complete the procedure without the use of the navigation system.